Manufacturer narrative:
Investigation summary - bd received four photos for investigation. The customer photos depict a device with blood leakage in the hub area and a safety shield that is broken off the collar. The device history records and retains could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure modes: defective locking mechanism and leakage. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle broke when drawing blood, causing blood leakage. When the user applied the safety mechanism, the safety mechanism broke as well. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® eclipse¿ blood collection needle, the needle broke when drawing blood, causing blood leakage. When the user applied the safety mechanism, the safety mechanism broke as well. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.